Manufacturer narrative:
A review of manufacturing records was not performed as specific product code and serial number are unknown; a review of the available information was performed. An on-x aortic valve, unknown model and serial number, were implanted (B)(6) 2017 alleged to have immobile leaflets in situ, but upon explantation seemed to move normally. This was a double valve replacement case with on-x in both positions. Upon reoperation, the explanted on-x aortic valve was replaced with another same-sized on-x valve. Nevertheless, the patient subsequently died a few hours later of "heart failure.¿ the explanted valve was not returned to manufacturer for evaluation as case is under local administrative review, so information provided is very limited and anecdotal. As the leaflet motion was restricted in vivo, but normal ex vivo, the reported immobility is most likely due to some sort of interference in the constrained volume of the double valve workspace. The source of the interference, however, is unknown. There is not enough information to know what, if any, relationship the valve has to the complication or the death of the patient. The instructions for use (IFU) list explantation as a possible course of action as the result of a complication. In this case, the complication was restricted leaflet motion just after surgery, resolved by replacement. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the (B)(4) distributor, "a patient undergo dvr [double valve replacement] with two on-x valves. After the surgery, it was found the leaflets of the aortic position did not move. After observation, doctor decided to re-do the operation by removing the aortic valve and replaced by another same size on-x aortic valve. Inspection found that the ex-planted aortic valve leaflets seems moving normally. However, the patient died after a few hours owing to heart failure. The surgery was operated by dr. (B)(6) for dvr implant, the ex-plant and re-do was performed by dr. (B)(6). The case was still under investigation. Hospital side has not decided to report this as adverse event or it is a case related to on-x aortic valve. Under the current circumstance, we cannot collect more detail information at this moment. We will keep you informed about the new development on this issue." The following was requested from the distributor: was this a traditional double valve surgery involving placement of both aortic and mitral valves which required additional replacement with an aortic "or"; just that two on-x aortic valves were utilized? - are product codes, sizes, and serial numbers available -since the leaflets appeared to work after explant, was there evidence of patient anatomical impingement? -date of event -proposed etiology for the heart failure -indication for procedure and pertinent comorbidities. No additional clarifying information is currently available to attempt a thorough evaluation of the reported events. Should additional information become available it will be evaluated.

Manufacturer narrative:
This investigation is currently ongoing; any additional information will be provided in the follow-up report.

Event description:
According to the (B)(6) distributor, "a patient undergo dvr [double valve replacement] with two on-x valves. After the surgery, it was found the leaflets of the aortic position did not move. After observation, doctor decided to re-do the operation by removing the aortic valve and replaced by another same size on-x aortic valve. Inspection found that the ex-planted aortic valve leaflets seems moving normally. However, the patient died after a few hours owing to heart failure. The surgery was operated by dr. (B)(6) for dvr implant, the ex-plant and re-do was performed by dr. (B)(6). The case was still under investigation. Hospital side has not decided to report this as adverse event or it is a case related to on-x aortic valve. Under the current circumstance, we cannot collect more detail information at this moment. We will keep you informed about the new development on this issue." The following was requested from the distributor: was this a traditional double valve surgery involving placement of both aortic and mitral valves which required additional replacement with an aortic or just that two on-x aortic valves were utilized? -are product codes, sizes, and serial numbers available? -since the leaflets appeared to work after explant, was there evidence of patient anatomical impingement? -date of event? -proposed etiology for the heart failure? -indication for procedure and pertinent comorbidities?. No additional clarifying information is currently available to attempt a thorough evaluation of the reported events. Should additional information become available it will be evaluated.